Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and suspected reduced insulin delivery related to infusion set tubing, prompting multiple site changes without evidence of bent cannulas; replacement infusion supplies were provided and alternative insertion sites were advised. Symptoms included elevated blood glucose up to 378 mg/dl without reported clinical sequelae. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an undetermined cause. It was concluded that the event was non-serious with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.